Event description:
It was reported that during an anterior resection procedure, the rectum was transected by the device. The transection was about 3cm from anus and the distal staple line was retracted after the device was fired. When the circular stapler was inserted to the patient's body, the distal staple line of device was found to be broken in the middle. The device's staple lines integrity was questioned. If the staple line was intact just after the firing, the strength of the staple line was questioned because the surgeon did not exert any extra force to place the circular stapler in the anus. It is unknown how the procedure was completed. There were adverse consequences to the patient reported; the patient had an anastomic leak and the procedure was prolonged 45 minutes.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the cs40g device was received in good visual condition and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.